Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the battery charger will not lock out the chair, off board charger will lock it out.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The product evaluation was charger / not able to duplicate issue. Passed bench test. Missing ac cable so the original complaint issue was not able to be confirmed.

Event description:
Dealer states the battery charger will not lock out the chair, off board charger will lock it out.